Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision (serial: (B)(6)) was chosen utilizing small flexnav for valve in valve implantation into a failed non-abbott edwards inspirus resiia surgical valve. The aortic angle was 57 degrees. Basilica technique was performed on the left coronary cusp to protect the coronary artery. The navitor was then positioned 3mm below the visible margin of the non-abbott surgical valve in order to avoid interaction with mitral valve. The valve was deployed at a depth of 3mm non-coronary cusp (ncc) and 2mm left coronary cusp (lcc). When the delivery system was being retracted, the nose cone caught the bottom of the navitor frame, causing it to migrated aortic direction to approximately 13-15mm above annulus. The valve was snared and held stable in position while a non-abbott edwards sapien valve was delivery and deployed without issue. The patient was reported to be stable throughout the procedure and remains stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration and off-label use was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported migration appears to be related to procedural conditions (delivery system interacted with valve during retraction). The reported unexpected medical intervention and surgical intervention were the results of case-specific circumstances. The reported off-label use is related to the valve being used for a valve-in-valve procedure. In this case, the device was chosen for a valve-in-valve procedure. However, the user was aware this is against the IFU, and this off-label use did not appear to cause or contribute to any issues. Therefore, a letter will not be sent to address the deviation from the IFU. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. H6 health effect - impact code: 4624 added.

Event description:
Subsequent to the previously filed report, additional information was received: patient presented with a previously replaced aortic and mitral valve. The aortic angle was 57 degrees. Annulus perimeter at 30% phase was about 67.8mm. Pre-diliation was performed with balloon not exceeding minimum diameter. The navitor was then positioned 3mm below the visible margin of the non-abbott surgical valve on the right coronary cusp, and approximatley 2mm on the left coronary cusp in order to avoid interaction with mitral valve. When the delivery system was being retracted, the nose cone caught the bottom of the navitor frame, causing it to migrated aortic direction to sinotubular junction level approximately 13-15mm above annulus. The valve was snared and held stable in position while a non-abbott edwards sapien valve was delivery and deployed without issue within the proximal 1-2 mm of the navitor valve inflow. The patient was reported to be stable throughout the procedure and is discharged.